Event description:
The blood gas analyser gave falsely high ca2+ results for a pt sample. No further details available. The instrument had failed the low qc's (apporx 0.50mm) for ca2+ for a longer period before the event which occurred on 2011 (B)(6). Fan (B)(4) was issued on 2011-(B)(6), but had not yet reached this customer at the time of the event.